Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to the device no longer working. A surgical procedure was performed in which the existing device was removed and a new aus was implanted. During the procedure a hole was identified in the balloon. The patient did not experience any adverse events or further complications.